Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that there was damage to the usb port that intermittently prevented the pump battery from charging. There was no reported adverse impact to the customer. Reportedly, the customer reverted to manual injections for alternate insulin therapy.